Event description:
L-hook cautery was removed from laparoscopic cautery holster and inserted into pt. And surgeon immediately noticed that the tip was missing. The wound and field were explored and the broken tip was found inside the cautery holster. The parts were compared to a complete l-hook and appeared to match. An x-ray was taken to verify that all pieces were removed and there was a very small fragment visible on the x-ray, but unidentifiable as to whether it was part of the tip or a fragment because it was not located at a site that was being operated on. Manufacturer was informed, and event disclosed to patient. No known patient harm.